Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their communicator is no longer working it does not communicate, the light is red and they get a message (but pt did not recall the specific message). Pt said they noticed this happen after they took a bad fall and landed on their butt where it is implanted and went backwards on their back and head. Patient said before the fall they could kind of feel it (the ins) like curvy but now it is perfectly flat so she does not know if the fall broke it and that is what stopped the communicator working. Recommended patient charge their equipment and call back for further troubleshooting once their equipment was charged. The patient was redirected to their healthcare provider to further address the issue and pt said they have an appointment coming up on (B)(6) 2024 ad the medtronic rep, (B)(6) will be there.